Event description:
It was reported that 5 bd insulin syringes with the bd ultra-fine¿ needle were unable to aspirate medication during use. The following information was provided by the initial reporter: "not able to draw into the syringe"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (500) 3/10cc, 8mm, 31g syringes in sealed poly bags, in the shelf cartons, in the shipping carton from lot # 2024620. Customer states that they were not able to draw into the syringe. Thirty samples were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 2024620. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero notifications that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 5 bd insulin syringes with the bd ultra-fine¿ needle were unable to aspirate medication during use. The following information was provided by the initial reporter: "not able to draw into the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 18-jul-2022. H6: investigation summary customer returned (500) 3/10cc, 8mm, 31g syringes in sealed poly bags, in the shelf cartons, in the shipping carton from lot # 2024620. Customer states that they were not able to draw into the syringe. Thirty samples were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 2024620. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications that pertained to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.